Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered. Customer's blood glucose was 150-170 mg/dl. Reportedly, customer changed out all supplies and resumed insulin delivery.